Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, self-test and unexpected restart error test. No unexpected restart alarm and external error alarm noted. No unexpected resetting time/date after changing battery noted. Insulin pump was received with broken battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for unexpected restart. Customer's blood glucose was unknown. Customer stated she changed her battery for the pump and she has had to do a restart on her pump each time. Customer stated also has to rewind the pump every time the battery is changed. Customer reported that after troubleshooting insulin pump still receiving unexpected restart. Customer has experienced multiple unexpected restart alarms after battery change. Customer performed self-test which was passed. The insulin pump will be returned for analysis.